Event description:
It was reported that, attempted to don gloves prior to entering room, glove ripped while donning. Repeated with a 2nd glove with same result.

Manufacturer narrative:
It was reported that attempted to don gloves prior to entering room, glove ripped while donning. Repeated with a 2nd glove with same result.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.